Event description:
Explanting physician reported rupture. The device has been replaced. This record relates to the right side.

Manufacturer narrative:
(B)(4). Additional phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "broken prosthesis" rupture.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, striated broken on anterior and missing shell and orientation dot. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage. A sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive. Missing orientation dot assessed as inconclusive.

Event description:
Explanting physician reported rupture. The device has been replaced. This record relates to the right side.